Event description:
It was reported that the user operated the ilet while also injecting subcutaneous insulin by pen without disconnecting and did not announce meals, instead using meal announcements as corrections, which constituted an improper or incorrect procedure related to the user interface and led to wide blood glucose fluctuations; the user treated events with oral glucose. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 49 mg/dl to 401 mg/dl. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided report logs. Investigation of this case revealed no device problem and identified a usage problem, specifically administering external insulin while connected to the ilet and using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. Thid report is being submitted for using meals as corrections. A separate report has been submitted under report number 3019004087-2026-45209 for injecting external insulin while connected to the ilet.